Event description:
Varian received a report involving a pt misadministration during radiation treatment.

Manufacturer narrative:
Per varian's medical professional, the pt was planned to receive palliative treatment to spine and hip in two (2) separate fields with planned 8gy to each field. However, there was an overlap of 5x11cm, therefore, the pt receive dose from both fields for a total of 16gy. Although the spinal cord was not in the area receiving 16gy, it is entirely possible that areas of the bowel and possibly the bladder or kidney were in this overlap area. A single dose of 16gy could cause significant injury into any of these organs. Though still under investigation, varian has determined that an MDR is appropriate. Add'l follow-up to this MDR is expected upon completion of the investigation.